Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube), cracked case at reservoir tube window corners and stained end cap sticker.

Event description:
The customer reported via phone call that the reservoir compartment was broken. The threading broke off. They had tape on the insulin pump to hold the reservoir in place. The customer¿s blood glucose level during the incident was unknown. The device was replaced and returned for analysis.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.